Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 2 mg for a total dose of 0.50748, bupivacaine 30 mg for a total dose of 7.61216 mg/day, and compounded baclofen 600 mcg for a total dose of 152.2432 mcg/day via an implantable pump. It was reported on (B)(6) 2021 during a pump replacement secondary to normal battery depletion, a catheter fracture at the pump connector was observed. The pump/lumbar portion of the catheter was replaced as was the pump connector. Precipitated medication was also found in the pump pocket. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter break/cut. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.